Event description:
It was reported that the patient had a pocket infection. The pacemaker system was removed. The patient's condition was unknown.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
Correction: g3 for previous report should have been 30 sep 2021.